Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported.

Manufacturer narrative:
The log file indicates that the device shut down automatic ventilation due to self-monitoring function having detected a wrong motor position. Reportedly, the error condition could be removed by power-cycling the device which makes the potential presence of a permanent error condition very unlikely. A sporadically occurring deviation with the measured motor position can have several different root causes; a reliable conclusion is not yet possible in the particular case. The presence of dirt on the encoder wheel would be a likely explanation as this can disturb the optical signal detection. Draeger recommended to check the cabling of the light barrier and the encoder wheel to identify possible intermittent contact problems and to replace the parts if nonconformities are observed. No feedback from the customer has been received so far. Draeger finally concludes that the device responded as specified to this error condition - shutting down automatic ventilation to prevent from damages to the system and alerting the user by means of a corresponding optical and acoustical alarm message. Manual ventilation and monitoring functionality are still available. The user could finish the procedure; no patient consequences have occurred.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00007.